Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer on site to evaluate the device in question. The rse indicated during a conversation with the customer and evaluation of the system that the system issue could not be confirmed. The philips remote service engineer (rse) could not confirm the customers device issue.

Event description:
Philips received a complaint on the intellivue x3 indicating the system displayed an error for a loudspeaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.